Event description:
It was reported that during the use of the device for a non-clinical activity, the unit's back up battery did not switch over as intended when the alternating current (a/c) power was removed. There was no pt involvement.

Manufacturer narrative:
Investigation is in process, but not yet complete.